Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console was returned for investigation. The reported "e03 - console error" and "e02 - console error" messages were confirmed during the log file review. Functional testing confirmed the reported errors when attempting to prime. Additional analysis opened up the console and observe the high pressure pump encoder under magnification. The encoder lens observed signs of contamination. The encoder was replaced with a known good and clean encoder and successfully primed at 50% and 100% pump power without the occurrence of e02 and e03 errors. The source of the contamination was identified to be coming from the hpp motor. A review of the device history records (DHR) for ab2000/serial number: (B)(6) and aquabeam console/lot number: 21c00537 was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, states the following: table 5 system detected errors and faults. E03 - console error. Release foot pedal and click x.. If error persists, turn off and turn on console. E02 - console error. Release foot pedal and click x. If error persists, turn off and turn on console. A review of similar complaints identified five (5) other similar complaints that have been reported to procept. The root cause of the encoder contamination have been determined to be due manufacturing-related issues by a third party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
(B)(4). Aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure setup an "e02 - console error" and "e03 - console error" messages were generated by the aquabeam robotic system. The error messages could not be cleared during troubleshooting steps; therefore, the treating physician proceeded to cancel the procedure and rescheduled for the following day. The patient had not been anesthetized when the event occurred. There were no adverse health consequences to the patient due to this event.